Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor would not power on. The cause was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board sn (B)(4). The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor.